Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom 'under infusing' could not be confirmed or reproduced during evaluation and the cause was unable to be determined due to a constant reload set alarm. The device was calibrated to ensure accurate flow rate.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount "under infusing"(medication, programmed amount and delivery rate unknown) during testing . Any patient involvement, injury or medical intervention is unknown.